Manufacturer narrative:
Not applicable. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under the te pads, with no wounds. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed cortisol ointment for the rash. Follow up indicated that the rash improved. A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under the te pads, with no wounds. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed cortisol ointment for the rash. Follow up indicated that the rash improved.